Event description:
Resident was being weighed by 2 cnas utilizing hoyer lift. Right green strap on hoyer sling tore, releasing resident downward motion. Resident struck rle on bed frame. Right black strap on sling caught, preventing complete fall from right side of hoyer. Left green strap on sling also tore, releasing resident out of sling and onto the floor on left side. (Resident sent to ER via ambulance).